Event description:
Anterior partial corpectomy of c5 and c6 with spinal cord and nerve decompression was being performed. The vertebral spreader screw at c6 broke off flush and was left in the patient.